Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient had an impella cp pump placed to support for acute myocardial infarction/cardiogenic shock. The pump was persistently out of appropriate position within the left ventricle. The pump was adjusted but was along the mitral valve and also went to the papillary muscle. The pump remains on despite the malposition while awaiting possible impella 5.5 and extracorporeal membrane oxygenation placement.

Manufacturer narrative:
The investigation for the positioning issue has been completed. Pump was not returned for investigation. Data log review was not required for this case run. The cause of the positioning issue was most likely use related since it was found deep during initial placement, based on given clinical details.